Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the erbe was not working. Customer stated that the fe just replaced this erbe and it was not recognizing the grounding pad. Tse inquired if the grounding pad looked like a dual pad or single. Customer stated that its a solid pad. Tse also suggested to grab a new pad and place it on their forearm to test only. Customer performed this and was unable to get the grounding pad icon to turn green. Site had a 3rd party generator in the room and planned to use that instead. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. Did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and reported problem was able to be confirmed using logs; error m-02 logged on (B)(6) 2025 at 8:12 am. Errors 1-71, c-71, 2-87, and c-82 are also logged in logs between (B)(6) 2025 and (B)(6) 2025. Visual inspection during fa process was able to find issues related to the reported event. Unit was tested on system; error 1-87 followed by m-02 appeared upon startup. Unit was able to be tested, recognized all instruments and performed all required energy operations without further fault. Erbe logs also contained c-87 and c- errors. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot be opened on site for further analysis. Erbe will be sent to OEM for further investigation. Upon visual inspection, unit found to have very slight yellowing/discoloration to front bezel. Notable scuffing on bottom side of bezel also noted, along with a significant scrape on bottom of unit. The complaint was confirmed based on failure analysis. The probable root cause is attributed to operational defect.

Event description:
Refer to h11 for follow-up information.